Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) health system reported cns will not boot into windows; cns was stalled on the following screen: operating system setup please wait on pu-621ra with serial# (B)(6) . Investigation summary: according to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium. However, cns-6201 service manual revision g states that regular inspection every six months should be conducted. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures.

Event description:
The customer reported that their central nurse's station (cns) won't boot into windows.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) won't boot into windows. The customer also reported that after this happened, they decided to replace this cns with a spare one in order to continue monitoring patients. While the faulty device was in their lab, the customer noted that it stalled at the aforementioned screen for several hours. Nk ts advised them to remove the hdd0 and replace it with hdd1, after which the cns was able to boot into windows. The customer will be receiving a replacement hdd in order to mitigate this issue. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) won't boot into windows.